Manufacturer narrative:
H4: device manufactured on june 24, 2022 - june 27, 2022. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed fluid inside a bag that contained the infusor device which suggested a leak had occurred. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer connector of two (2) large volume infusors leaked. The issue was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: e1: initial reporter address: (B)(6) e1: initial reporter city: should additional relevant information become available, a supplemental report will be submitted.